Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new rv lead was implanted. No additional adverse patient effects were reported. Additional information received which indicates that this rv lead was explanted due to noise.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new rv lead was implanted. No additional adverse patient effects were reported.